Event description:
The dental implant fx3808mlc was removed on (B)(6) 2017 due to loss of osseointegration 7 years and 1 month after implantation. The doctor indicated the peri-implantitis may have caused the implant removal. The patient has a history of hypertension, diabetes, and tobacco use and has bee recovered without complications.